Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit is not printing properly.

Manufacturer narrative:
Event site telephone and email: (B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit is not printing properly. It is unknown under what circumstances the event occurred and if patient was involved. However, no harm is reported.